Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2023, the patient experienced infection. This adverse event was treated by a washout and revision surgery on (B)(6) 2023, in which a jrny ii bcs xlpe art isrt sz 7-8 rt 9mm was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, an insert revision was performed approximately 5 months post total knee arthroplasty due to infection. This adverse event was treated by a washout and revision surgery, in which the insert was exchanged. Patient's current health status is unknown and it was communicated that no further information is available. Without patient specific medical documentation, the etiology of the reported/unspecified infection could not be concluded. Although adjunctive antibiotic therapy would be anticipated, the patient impact beyond that which was reported cannot be determined. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified in the possible adverse effects. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.